Event description:
Additional information received reported that the patient experienced stimulation/therapy issues. It was noted that the patient experienced dysarthria. It was noted that diagnostics included an examination on (B)(6) 2013. It was noted that the event was programming/stimulation related. It was noted that there was in-patient hospitalization. It was noted that no actions were taken. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that no action was required as a result of the event. It was noted that the patient¿s medical history included depression (treated in 2009), suicidal thoughts (2010), attempted suicide (2011). It was noted that the patient was currently taking medications for parkinson¿s disease. It was noted that the patient¿s status at the time of report was not available. Additional information received reported that the patient experienced swallowing disorders. It was noted that no action was taken and the outcome resolved without sequelae on (B)(6) 2013. Additional information received reported that the patient experienced left leg stiffness. It was noted that no action was taken and the outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0207411025, implanted: 2013-(B)(6), product type lead, product ID 3389-40, lot# 0207413945, implanted: 2013-(B)(6), product type lead. Product ID 37085-95, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37085-95, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event had required in-patient hospitalization (as previously reported), or prolonged ho spitalization. No further complications were reported/anticipated.

Event description:
It was reported the patient was very disabled. The patient could not walk at all anymore. The patient had dysarthria, swallowing disorders, and stiffness of left hemibody. The event was noted as related to the stimulator, programming, and stimulation. In-patient hospitalization, reprogramming, and medication administration of levodopa and ropinirole was needed. The event was noted as resolved without sequelae.